Manufacturer narrative:
The reported malfunction was observed during review of activity log. However, the reported problem could not be duplicated. The device was put through extensive testing without duplicating the malfunction. The power supply board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device displayed a "system fault 36" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.